Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issues on (B)(6) 2025 as infusion set patch did not stick to skin upon insertion. The patient faced the issue with about eleven infusion sets. The blood glucose level was high which was treated with correction bolus via pump and patient replaced infusion sets and resumed insulin successfully.